Manufacturer narrative:
Trackwise#: (B)(4). The lot #25163519 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii system (3.8mm), after inserting the delivery system into the blood vessel, the plunger was pushed to deploy the seal into the aorta, but the seal came out of the aorta. The tension spring remained in the system. The seal was not deployed. No peeling/cracking of the seal. A new hsiii was put out and placed in place to complete the procedure. There was no prolongation of operative time. The patient had no health hazards.

Manufacturer narrative:
Trackwise ID (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.